Manufacturer narrative:
Film evaluation summary the exact cause of the reported distal type I endoleak could not be determined from the films provided. A single pre-implant coronal CT scan slice revealed that the patient had a infrarenal aaa which measured 65.5mm in maximum diameter. No baseline images of the iliac arteries were seen and the pre-implant anatomy could not be completely assessed. Films during implant and earlier post-implant were also not available for review and comparison. Non-contrast images from 30 months post-implant confirmed that the aaa diameter had increased to 79mm, and there was a possible distal type I endoleak due to lack of distal seal between the left limb and aneurysmal left common iliac. The distal od of the left limb measured ~17mm, and the iliac artery diameter at that same level was ~31mm. It is possible that the distal type I endoleak was due to disease progression; iliac artery dilatation. Films from the reported intervention to extend the existing endurant stent graft into the left external iliac artery were not available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 65 mm in diameter abdominal aortic aneurysm approximately two years and seven months post index procedure, a CT revealed that the left common iliac artery had dilated and there was a possible distal type I endoleak. The patient had an angiogram. The physician elected to coil the left hypogastric artery and to extend the existing endurant stent graft into the left external iliac artery. The procedure went as planned and the left common iliac artery aneurysm was sealed. Per the physician, the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.